Event description:
It was reported that during the implant procedure, the physician attempted to place the right ventricular (rv) lead but did not feel that the lead was stable. The rv lead was removed and a screw in lead was used. It was further reported that when the left ventricular (lv) lead was placed, the lead kept moving during slitting. The lv lead was removed and a different shape lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).